Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, the unsterile valve tray was placed on the sterile field. The valve was implanted in the patient. Post tavr procedure, it was noticed that a non-sterile product had compromised the sterile surgical field before valve implantation. The sterile field was not reset before valve implantation. There was no report of an adverse event occurring at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the patient being exposed to a non-sterile device was unable to be confirmed. A review of the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of the IFU and training manuals revealed no deficiencies. As reported, "the valve was not kept sterile and was already deployed in the patient. After the procedure, they noticed it was a non-sterile procedure...no adverse event occurred". Per the training manual, the non-sterile operator at the sterile prep table will remove the tyvek lid on the tray by pulling back from the arrow label (keep sterile components facing towards the sterile device prep operator). The sterile operator will remove the valve holder from the tray. The training manual cautions that the contents of the valve holder must be handled using a sterile technique and to take care when removing the valve holder from the tray to ensure there is no contact with the nonsterile adhesive on the lip of the tray. The training manual also notes to ensure the nonsterile operator grips the tray firmly while the sterile operator removes the valve holder which is securely seated in the tray. In this case, it was likely that during device preparation, the instructions were not followed which led to the non-sterile tray being placed on the sterile zone. As such, the available information suggests that procedural factors (not following instructions) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.